Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from insertion tube. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation that water tightness was lost due to a pinhole on the connecting tube, the specified resolving power was not obtained due to damage on the charged coupled device (ccd), bending angle in the up direction did not meet the standard value due to wear on the angle wire, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the duodenovideoscope for annual inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign objects below the forceps elevator after the scope cover was removed. The report is being submitted due to the foreign material found during evaluation.